Event description:
During follow-up, sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed but noise could not be reproduced. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.